Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed the wi-fi led was red, indicating a connection issue between the wireless footswitch and wireless base station. He replaced the wireless footswitch and wireless base station and returned the system to use. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that, the wireless footswitch was not connecting with the system during an elective procedure. The procedure was aborted and the patient was moved to another room. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.